Manufacturer narrative:
(B)(6). Per toxicological risk assessment-455-ss. Biocompatibility - material intended for patient contact. Return requested. Replacement solera 5.5/6.0 mas driver shipped to site 02/11/2016. No parts have been received by manufacturer for analysis. No further issues have been reported. This device is included in the medical device field correction notification, "potential for instrument breaking ¿ medtronic navigated solera screwdrivers" (september 2015). The revised instructions for use (IFU) were also provided with the notification.

Event description:
A medtronic representative reported that, while in a spine procedure, their 5.5/6.0 mas solera driver was broken. Issue occurred during surgery and the broken fragment is remaining in the patient. As reported, "the doctor is fine with leaving the broken portion in the head of the screw and having the rod sit over top". The surgeon continued and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.